Event description:
It was reported, "while the vcare was being taken ot of the vagina at the end of the case the entire thing fell apart. The shaft came out, then the blue cup. The green cup was sutured onto the cervix but the suture came off, and the internal balloon came off of the shaft. Each piece had to be retrieved separately". It was also reported that the event did not result in any patient injury.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. There was no ncr, non-conforming reports, in the DHR/lhr. A 24-month review of the customer complaint history for the vcare product family showed 59 previous complaints where the cervical cone and/or uterine balloon were reported detached. Of these, 25 were confirmed, 31 inconclusive (device not returned), 2 no investigation, and 1 pending investigation. One (1) original complaint device was returned for evaluation. The uterine balloon, cervical cone, and vaginal cone were completely detached from the manipulator tube, but the handle and pilot balloon were intact. The uterine balloon appeared to have been "peeled" from the manipulator tube. There was a tear in the uterine balloon and a small piece of the uterine balloon was remaining on the manipulator tube, indicating that the balloon had been securely adhered to the manipulator tube. Adhesive application on the manipulator shaft where the uterine balloon was attached appeared to be adequate, but was difficult to determine due to the poor condition of the complaint device. The inside diameter of the cervical cone measured 0.2145 inch (within specification of 0.210 - 0.220 inch) using calibrated pin gauges. The outside diameter of shrink band varied between 0.221 and 0.223 inch using calibrated calipers; therefore, there was an approximate 0.006 inch interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. There was a small amount of deformation evident on the distal edge of the cervical cone, apparently caused by a surgical instrument. The set screw on the locking nut was secured to the manipulator tube as returned, indicating that the blue vaginal cone was not retracted prior to removal of the device; however, it was reported by the end-user that the vaginal cone was retracted prior to removal. It was also reported by the end-user that the device was difficult to remove at the end of the lavh, laparoscopic assisted vaginal hysterectomy, and excessive pull force was reported as required for removal of the device. The most likely cause of this complaint is application of force which exceeded the cervical cone/uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the uterine balloon and vaginal cone from the device. User technique may have been a contributing factor. Upon return of the device, the set screw on the locking nut was secured to the manipulator tube with the blue vaginal cone secured in a position that would most likely have been the position during the procedure. This indicates that the vaginal cone was not retracted prior to removal. The dfu, directions for use, instruct the end-user to, "unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise). Swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly". Retracting the vaginal cone in the vaginal cavity, may allow easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly. The risk associated with this complaint is mitigated in current (B)(4), revision c, which states, "carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed.

Manufacturer narrative:
This is an FDA reportable event due to sentinel event reported on medwatch 1320894-2011-00062. The device in question has not yet been returned to conmed for evaluation. When a quality engineering evaluation is completed a supplemental report will be filed. Device not yet received from end-user.